Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received erratic glucose readings with the abbott diabetes care (adc) device. Details of symptoms and treatment are unknown as the customer did not provide additional information. There was no report of death, serious injury, or mistreatment associated with this event.